Event description:
Incorrect elevated pt and inr results were generated and reported from the ca-1500 analyzer on (B)(6) 2010, which were questioned by the physician. The sample was redrawn and these results were normal. Repeat of the original sample also gave normal results. Because of this issue, the pt's treatment (surgery) was delayed. The user would not provide additional info.

Manufacturer narrative:
The MFR sysmex corp (B)(4) performed investigation and corrective action. Root cause investigation: observation of defective parts revealed that a crack was generated at the driving part of the sample tube. The investigation confirmed that there is not any problem in quality of the tubing material and in the mfg process. However, the driving part of the sample tube may contact a burr and/ or rough edge generated during spot welding on the frame. Considering its movement, the contact is rare. In conclusion, the likely cause for the micro-hole (crack) in the sample arm tubing was caused by the movement of its driving part in long term use, probably by contact with some burr and rough edge on the frame. Fca to be taken in the near future: the sample arm tubing will be covered by a "sleeve" to protect it from mechanical vulnerability. (B)(4) 2010 through (B)(4) 2010. Additional info-previous countermeasures performed: released the guidelines "procedure how to exchange tubes on ca-1500" (B)(4) 2008; executed design change regarding the routing of the tubing in our mfg process. (B)(4) 2008; (B)(4). No complaints have been received regarding a micro hole in the ca-1500s after the design change. Method: the investigation into root cause was performed by (B)(4). Conclusion: field correction by (B)(4).